Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) had a non-sustained right ventricular over-sensing (nsrvo) alert due to failure to capture. The patient was asymptomatic. The ICD was reprogrammed and the patient was in stable condition.